Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture and now the insulin pump has a black display and the keypad is unresponsive. The customer also reported that their is moisture under the screen. Customer's blood glucose level at the time 200mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. The unit was monitored and no blank display anomaly noted. No damage on the lcd isolation tape noted. Traces of corrosion were found at the electronic and motor assemblies. The device was received with cracked case at display window corners and battery tube threads, and minor scratched display window.